Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. An electrical safety test was performed and the device passed all tests well within safety limits. The scope was tested according to established quality standards and the alleged failure could not be duplicated due to the absence of a video scope cable. Therefore, olympus cannot conclusively determine the cause of the user's experience. If any additional significant information becomes available, a supplemental report will follow.

Event description:
The hospital reported that during a procedure the video image would intermittently go blank for approximately two seconds. The procedure was successfully completed with the use of a different device. There was no patient injury reported.